Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is an avid cyclist and kayaker and would like to maintain his heart rate while cycling. However, he has noticed his rate is at 160 bpm within one minute of kayaking. Testing was performed while adjusting minute ventilation (mv) and the accelerometer (xl). The patient's rate never went above 70bpm with only xl programmed while performing arm movements. The physician suspects the device is moving which is changing the impedance and falsely causing the elevated heart rate. A boston scientific technical services consultant reminded the caller that mv is looking only at impedance changes so the clinical observations could occur if the device is not sutured down. The consultant documented the issues and discussed troubleshooting. The device remains in service and no adverse patient effects were reported.